Manufacturer narrative:
Internal complaint reference: (B)(4). T.r.c. Davis (1990) intertrochanteric femoral fractures: mechanical failure after internal fixation. Journal of bone and joint surgery

Event description:
It was reported that on literature review "intertrochanteric femoral fractures: mechanical failure after internal fixation", four (4) patients who initially underwent primary fixation of a femoral intertrochanteric fracture with a hip screw and plate experienced the loosening of the plate from the femoral shaft. The specific measures taken on each patient to resolve this adverse event are not known. The outcome of all patients is not known. No further information is available.

Manufacturer narrative:
H10. The devices were not returned for evaluation and the reported event could not be confirmed. The clinical/medical investigation concluded that, without clinically relevant patient-specific supporting documentation, a thorough medical investigation could not be performed. The images provided in the article have been interpreted within the text; therefore, no further analysis of the images is required. The root cause and/or patient outcome beyond that which was documented in the article could not be confirmed nor concluded; therefore, no further medical assessment is warranted at this time. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Factors and/or some potential probable causes that could contribute to the reported event have been identified as abnormal motion over time, bone degeneration, fit/sizing issue and/or lack of ingrowth. The contribution of the devices to the reported event could not be corroborated. Based on this investigation, the need for corrective action is not indicated. Without the return of the actual product involved, our investigation could not proceed. Should the devices or additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.